Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button was intermittently unresponsive. The reporter noted that the symbol on the ok keypad button was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was intact, with no damage or peeling. All the keypad buttons responded appropriately. During investigation, evidence of contamination was found under all keypad contacts. The ok symbol was worn, which has no effect on insulin delivery.